Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 63-year-old male patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported that the impella cp had purge pressure blocked alarm. Tissue plasminogen activator was given and then the cp was exchanged as the patient is critically ill. The patient survived the event.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The pump was not returned for investigation. The data log shows a 10-minute gradual rise in purge pressure without a noted motor current spike. Saturated flows were observed during this time. The purge pressure trend returned to normal after administering tissue plasminogen activator (tpa). The cause of the high purge pressure issue was most likely biomaterial. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-13212: e4 should have been left blank in the initial report. G1 reporting contact fax number missing.